Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient received vf therapy for atrial fibrillation with rvr. Egm review revealed that the device appropriately diagnosed an svt in the vt monitor zone, and a vf interval was displayed resulting in high voltage therapy. Physician planned to increase the vt zone criteria. Device remains implanted.